Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis showed the instrument was found to have the main tube broke at the distal end. A piece measuring proximately 0.146 x 0.180 was not returned with the instrument. This type of failure is most commonly caused by mishandling/misuse.

Event description:
It was reported, that during a da vinci-assisted prostatectomy surgical procedure. The instrument had non-intuitive motion and misalignment at the wrist. A backup instrument was used. The procedure was completed with no reported injury.